Manufacturer narrative:
B3 unknown, d9: device received on (B)(6) 2024. Device analysis: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. There was no evidence to review in the device's event history log. A digital sensor test was performed and the reported issue was duplicated. The cause of the reported issue was due to the plunger assembly flippers. As a result, the plunger assembly kit was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a check syringe plunger sensor message. It is unknown if there was patient involvement, no adverse patient effects were reported.